Event description:
Customer reported an issue with high blood glucose, with the highest level displayed as "high," but no specific value was provided. Cause was not known. Customer had not yet taken action to address this, and technical support instructed them to inspect the site, remove the infusion set, and inspect the needle. No issues were observed with the cannula or needle. It was found that the customer was using the cartridge beyond its labeling timeline, and technical support provided education regarding this. Customer understood and agreed to replace supplies as necessary and resume insulin.